Manufacturer narrative:
Of the 4 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a piezo contact alignment failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dual alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-59 years of age and between 150 and 195 pounds. Of the reported patients, 1 were male, 2 were female, and 1 was unknown.